Event description:
It was reported that low impedance and high capture thresholds were observed on the left ventricular pacing lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardiac resynchronization therapy - defibrillator (crt-d) implanted: 2013 (B)(6); 6947m62 implantable tachy lead implanted: 2013 (B)(6); 4470 competitor implantable pacing lead implanted: 2013 (B)(6). (B)(4).